Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. Customer tried leaving wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging, but issue recurred, and technical support arranged pump replacement; no additional information was received regarding the outcome of the event.